Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the harvester removed the hemopro tissue welder from the pt's leg and noticed that there was a missing piece of the jaw boot. The part was retrieved through the original incision. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on feb 19, 2010, for investigation. A visual inspection revealed that the jaws were burnt and the inner boot of the cold jaw was detached. A supplemental report will be submitted when the investigation is complete. (B) (4).